Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that iodosea alcohol leaked from the unspecified bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when the patient underwent CT enhanced examination and began to pump for 6 seconds, the rubber plug on the heparin cap was opened due to excessive pressure, resulting in the leakage of iodosea alcohol. The indwelling immediately stopped and the indwelling needle was replaced for infusion. The same situation did not occur again".

Event description:
It was reported that iodosea alcohol leaked from the unspecified bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "on 2020(B)(6) when the patient underwent CT enhanced examination and began to pump for 6 seconds, the rubber plug on the heparin cap was opened due to excessive pressure, resulting in the leakage of iodosea alcohol. The indwelling immediately stopped and the indwelling needle was replaced for infusion. The same situation did not occur again"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10